Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the patient was in the intensive care unit (ICU) because they had bacteria in their blood. They were afraid that the bacteria was around the implant so the patient was going to get an MRI to check it. The patient was also septic. They had their spinal fluid cleared up but they were afraid of pocket bacteria. The patient was admitted to the hospital on (B)(6) 2016. The patient was implanted for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.